Event description:
It was reported that the patient was in a car accident on friday and it felt like the seatbelt might have pulled a little bit on the bottom of their device, it feels like it was moved over some. Patient said just after the accident they noticed their leg was jerking and they fell twice when they tried to walk. Patient said they were taken by ambulance to the ER, spent 4 hours there, an x-ray was done which showed no damage and they were given morphine and diazapam and their leg stopped jerking. Patient said when they got home and used their programmer, it looks like it is still working. Patient was concerned they may have hit one of the wrong buttons and changed something. Agent asked patient if they noticed any changes or undesirable symptoms after using their equipment and patient said they did not. Offered to assist patient to use their equipment to check their settings and patient was successful to synch wi th their implanted neurostimulator and confirmed therapy was on they were set at 4.50 on both sides. Agent asked and patient declined to make a therapy adjustment, redirected to their doctor. The patient mentioned other medical history. This included patient said they were in a car accident and broke had broken their leg 3 years ago which damaged their nerves real bad and caused their leg and arm to jerk and their hand curled. Patient said this started when the nerves started working again.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient indicating that the dbs is still fully charging, they have no pain around it, and it seems like it is in the right place. They confirm that this issue including the associated leg spasms have been resolved.